Event description:
The article, "prognostic impact of qualitative and quantitative mitral valve calcification in transapical transcatheter mitral valve replacement: a sub-analysis of the tender registry", was reviewed. This research article is a retrospective multicenter experience to evaluate short- to intermediate-term outcomes after transapical transcatheter mitral valve replacement (tmvr) using the tendyne valve in patients with mitral annular calcification (mac), including off-label use in severe mac. The device included in the study was tendyne, the article concluded that valve-in-mac using the tendyne valve system is safe, technically feasible, and associated with satisfying hemodynamic and clinical outcomes, irrespective of mac morphology. [The primary and corresponding author was liliane zillner, department of cardiac and thoracic aortic surgery, medical university of vienna, 1090 vienna, austria, with corresponding e-mail: liliane.zillner@meduniwien.ac.at.]. This study included patients with mac undergoing tmvr from 01 january 2020 to 30 june 2022. A total of 53 patients were included in the study, all of which received an abbott device. The average age of the mild mitral annular calcification group was 76 years. The average age of the moderate mitral annular calcification group was 77 years. The average age of the severe mitral annular calcification group was 79 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, atrial flutter, and coronary artery disease.

Manufacturer narrative:
Manufacturer report 2135147-2026-02762 was submitted in error. The referenced article should not have been reported, as the device was not approved for use in the united states during the time of the events described (2020¿2022). Therefore, the report does not meet the criteria for MDR reportability. H6 health effect - impact code 1802 was removed. H6 medical device problem code 1494 was removed. B2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of tendyne valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, atrial flutter, and coronary artery disease. Complications reported included perivalvular leak, off-label use, stroke, myocardial infarction, bleeding, renal failure, obstruction, sepsis, surgical intervention, unexpected medical intervention (balloon aortic valvuloplasty), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: prognostic impact of qualitative and quantitative mitral valve calcification in transapical transcatheter mitral valve replacement: a sub-analysis of the tender registry. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "prognostic impact of qualitative and quantitative mitral valve calcification in transapical transcatheter mitral valve replacement: a sub-analysis of the tender registry", was reviewed. This research article is a retrospective multicenter experience to evaluate short- to intermediate-term outcomes after transapical transcatheter mitral valve replacement (tmvr) using the tendyne valve in patients with mitral annular calcification (mac), including off-label use in severe mac. The device included in the study was tendyne,. The article concluded that valve-in-mac using the tendyne valve system is safe, technically feasible, and associated with satisfying hemodynamic and clinical outcoems, irrespective of mac morphology. [The primary and corresponding author was liliane zillner, department of cardiac and thoracic aortic surgery, medical university of vienna, 1090 vienna, austria, with corresponding e-mail: liliane.zillner@meduniwien.ac.at.] This study included patients with mac undergoing tmvr from 01 january 2020 to 30 june 2022. A total of 53 patients were included in the study, all of which received an abbott device. The average age of the mild mitral annular calcification group was 76 years. The average age of the moderate mitral annular calcification group was 77 years. The average age of the severe mitral annular calcification group was 79 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, atrial flutter, and coronary artery disease.

Event description:
The article, "prognostic impact of qualitative and quantitative mitral valve calcification in transapical transcatheter mitral valve replacement: a sub-analysis of the tender registry", was reviewed. This research article is a retrospective multicenter experience to evaluate short- to intermediate-term outcomes after transapical transcatheter mitral valve replacement (tmvr) using the tendyne valve in patients with mitral annular calcification (mac), including off-label use in severe mac. The device included in the study was tendyne,. The article concluded that valve-in-mac using the tendyne valve system is safe, technically feasible, and associated with satisfying hemodynamic and clinical outcoems, irrespective of mac morphology. [The primary and corresponding author was liliane zillner, department of cardiac and thoracic aortic surgery, medical university of vienna, 1090 vienna, austria, with corresponding e-mail: liliane.zillner@meduniwien.ac.at.] This study included patients with mac undergoing tmvr from 01 january 2020 to 30 june 2022. A total of 53 patients were included in the study, all of which received an abbott device. The average age of the mild mitral annular calcification group was 76 years. The average age of the moderate mitral annular calcification group was 77 years. The average age of the severe mitral annular calcification group was 79 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, atrial flutter, and coronary artery disease.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.